Manufacturer narrative:
Complaint no: (B)(4). If additional relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). The patient was hospitalized for the event of peritonitis for ten days. One month after being discharged for the event of peritonitis, the patient died. The cause of death was unknown. It is unknown if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for an infection manifested by milky/yellowish effluent, fever, and weakness coincident with peritoneal dialysis (pd) therapy. Pd therapy was ongoing. It could not be specified if the infection was peritonitis. The patient was treated with unspecified antibiotic intravenously for the infection. The patient was recovering from the event. No additional information is available.